Event description:
On deploying the stonecutter in the ac joint, surgeon noted an excessive generation of metal debris coming from the burr. He stopped using the device and asked for a second one. This stonecutter appeared to generate metal debris as well. Only the first stonecutter used is available for analysis. The second was unfortunately disposed of.

Manufacturer narrative:
Device evaluation: one 4.0 stonecutter burr was returned for evaluation. Visual inspection identified significant axial fractures through the adapter body, to the outer sheath. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt. The bayonet portion of the sluff chamber that inserts into the handle shows signs off malformation. A contact point on the inner tube was also observed which showed visible signs of material galling and debridement. All indications point to an excessive lateral load being applied during use. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Although anticipated, the device has not been received for analysis at this time. (B)(4).